Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced issues with intermittently charging the pump battery. Customer¿s blood glucose level was around 170 mg/dl. The customer continued to use the pump for insulin therapy.